Manufacturer narrative:
The device referenced in this report was not returned to siemens for evaluation; however, the customer support engineer (cse) visited the user facility to evaluate the ultrasound system. While at the site, the cse found that the bdm2 to be defective and caused the reported failure. The rx4c also failed causing 5 ports to not respond during system reboot. Since the system had an older hard drive (hd), the cse replaced and installed a new hd kit. The back up data was able to be restored after the software was reloaded. A level 1 & 2 diagnostic tests were performed and no failures occurred. The systems' functionality was fully restored. (B)(4)

Event description:
It was reported that during a review of the service report, it was found that the ultrasound system experienced an unrecoverable lock up during a transesophageal echocardiography (tee) procedure. The system was rebooted but it was not successful. There was no patient adverse event reported. No additional information was provided.